Event description:
It was reported that shaft break occurred. A 6.0 x 200, 75cm mustang balloon catheter was selected for use in a lower limb angioplasty. After flushing the balloon shaft, the physician tried to remove the balloon protective sheath. However, during preparation, the protective sheath and the balloon broke off from the main shaft. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. A 6.0 x 200, 75cm mustang balloon catheter was selected for use in a lower limb angioplasty. After flushing the balloon shaft, the physician tried to remove the balloon protective sheath. However, during preparation, the protective sheath and the balloon broke off from the main shaft. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was received for analysis. The device was received in sections. A visual examination identified that the balloon protector was still on the balloon and the balloon was not subjected to positive pressure. No issues were noted with the balloon, markerbands or tip. A visual examination of the balloon protector identified damage. A visual examination of the shaft identified that it was detached 2mm from the proximal balloon sleeve. Multiple shaft kinks were also noted. This concludes the product analysis.